Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, multiple events of non-sustained right ventricular oversensing noise were observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2019. The patient was stable throughout.